Event description:
Lost most of intestines [gastrointestinal disorder]. Case description: a spontaneous report was received on (B)(6) 2009 from pt of unk gender and age, via a company rep, who experienced lost most of my intestines after treatment with seprafilm. The pt stated that after seprafilm was used in an unspecified procedure on an unk date they lost most of their intestines. They fused into a glued together state and could not be separated. At the time of this report, the outcome of the pt was unk. No other info was available. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.